Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized with low blood glucose on (B)(6) 2016. The customer's blood glucose declined to 25 mg/dl at the time of incident. The customer could not identify the reason behind their low blood glucose. The customer was treated with saline and glucose for their blood glucose. It was also reported the customer was unable to lower their blood glucose after being hospitalized. The customer reported a high blood glucose of 500 mg/dl. The customer stated they have performed a set change, but the high blood glucose persisted. Troubleshooting found the insulin pump passed a displacement test. The customer's current blood glucose was 417 mg/dl. Customer has been treating their blood glucose with the insulin pump. The customer was unable to remove and change the infusion set at the time of the call. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.